Manufacturer narrative:
The alarm trace does not contain a conspicuous event. Bio-rad qc was out of range and the roche qc was ok. The customer was unable to provide the roche qc results for the follow-up. The issue appeared to be resolved after the customer replaced the reagent pack. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The reagent pack from lot 482216 was discarded and is not available for investigation. The customer installed a new reagent lot and calibrated. All mechanical checks, operational checks and precision check passed successfully. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results on a cobas 4000 c (311) module, serial number (B)(4). The customer provided 2 patient samples as examples. Patient 1: the initial result was 10.8 mg/dl. The repeated result was 8.8 mg/dl. Patient 2: the initial result was 11.7 mg/dl. The repeated result was 9.6 mg/dl. The repeated results were tested on another cobas c311 module, serial number (B)(4), with reagent lot 511562 with an expiration date of 31-jan-2022. The repeated results were believed to be correct. Both samples were tested a third time on analyzer serial number (B)(4) with reagent lot 511562 and the results (numerical results were not provided) matched the repeated results tested on analyzer (B)(4). The results were reported outside of the laboratory.